Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-21sa is identical model to rexeed-21s marketed in us. The actual used dialyzer was not returned to us for investigation and the lot number was unknown. Itchiness, maculopapular rash, decreased blood pressure, and hypoxia such as this case may occur during dialysis treatment and/or extracorporeal treatment from multiple factors such as patient condition (including primary disease and treatment condition), dialyzer (membrane material and compatibility), blood tubing, operating condition, treatment condition, medication interactions including anticoagulants and others. The caution for this event is described in instruction for use. We consider the severity of this event is serious injury as the patient's blood pressure decreased to the level of 60 mmhg, and the causal relationship between this device and the event could not be denied because the event happened during the treatment and the result of ltt was positive for aps. Lot number is unknown.

Event description:
On (B)(6) 2017, a (B)(6) man was given the treatment with hemodialysis(hd) of a aps-21sa (polysulfone(ps) membrane), which is identical model of rexeed -21s, and heparin as the anticoagulant. From the beginning of the treatment, he developed itchiness of his neck, maculopapular rash, decreased blood systolic pressure to the level of 60 mmhg, hypoxia, decreased level of consciousness, increased serum ige although no abnormality was found in laboratory test of complement factor. His lymphocyte transformation test(ltt) was positive for ps membrane. June 7, 2017. He has recovered from the symptoms.